Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd886119 with no issues noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of mistake/touch contamination and peritonitis with a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization did not occur. It was reported that the cause of the peritonitis was the patient made a mistake/touch contamination. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the patient made mistake/touch contamination. Concomitant medications were not reported.